Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828806) was implanted via l-p shunt about a month ago with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). The patient showed no improvement on clinical symptoms. They tried to change the set pressure of the valve and valve reversal was confirmed. Therefore the valve was removed and replaced on (B)(6) 2022. The lumbar catheter was cut in the middle and was still implanted in the patient.

Event description:
N/a.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h6, h10 the certas valve (ID (B)(6) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 5. The valve was visually inspected; no defects noted. The valve was hydrated. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to where the device was implanted or not stuttering the device in place, as the report show no functional issues were noted with the valve.